Event description:
It was reported that the surgeon was going to perform a left distal tibial open reduction internal fixation (orif). When the set was opened during surgery, the reamer shaft was damaged; it looked like a piece broke off and would not have engaged in the reamer head. A back-up instrument was available. No surgical delay or patient harm was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hrx. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that due to an unknown cause, the reamer shaft was damaged; it looked like a piece broke off and would not have engaged in the reamer head. There were one mrr¿s (mrr 117168 issued 1/27/06 for extra etch on product, qty 33 uai found conforming; closed 1/31/06), and no ncr¿s, or complaint related issues with this lot. The drive shaft assembly for ria was made to the synthes drawing p/n 314.741, revision ¿e¿, released on may 18, 2005. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the driveshaft is broken at the base of the hex tip that interfaces with the reamer head. The broken off piece was not returned. The reamer irrigator aspirator system (ria) system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage due to wear and fatigue. The driveshaft and the helix show signs of wear suggesting regular use. As the drive shaft is age; the failure was caused by wear over time. Drawings were reviewed and determined to be suitable for the intended design and application. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.